Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced increased difficulty with inserting the cable into the usb port of the pump in order to charge the pump battery. Reportedly, a pin might be loose in the port. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.